Event description:
It was reported that cord connecting to charging port had issues that affected charging. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, and no additional information was received regarding the outcome of the event.